Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out. An interrogation revealed that the right ventricular lead had increased capture thresholds and noise. Extra cardiac stimulation was also noted. Lead was capped and replaced during the generator change out. Patient was stable after the procedure.